Event description:
It was reported that an asymptomatic patient presented in clinic for a routine device check. Device interrogation revealed noise reversion on the right ventricular lead. There were no other electrical anomalies. The patient was stable and will continue to be monitored.